Event description:
Healthcare professional via nbir reported "capsular contracture, baker grade IV, infection, suspected/actual rupture/deflation." Record is for right side. Device has been explanted and replaced.

Manufacturer narrative:
The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture, baker grade IV, infection (unknown onset), and rupture.